Event description:
Caller states a pt received a result of 75 mg/dl on the sensor system, and a result of 53 mg/dl on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in foreign country. This medwatch report is for the suspect device used in the sensor system. (Lot number and expiration date unk).